Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter component. As a lot number was unknown for this incident, a review of the production history records could not be performed. Although the reported defect was identified through the pictures provided, we were unable to determine an exact cause.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: patient who is damaged venous access for which a protocol of the venipuncture procedure is carried out, using this type of catheter, puncture and non-return catheter are performed while in the vein, it is removed and the damaged catheter sent in photography is evidenced.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: patient who is damaged venous access for which a protocol of the venipuncture procedure is carried out, using this type of catheter, puncture and non-return catheter are performed while in the vein, it is removed and the damaged catheter sent in photography is evidenced.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1989 was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.